Manufacturer narrative:
Product analysis team has completed its investigation of the device which was returned to the co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, k46z4l; cartridge condition, good; cartridge positioned properly, yes; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good and staples present, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; staples heights conforming, yes; test cartridge batch number, k47h1y and trigger release condition, good. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was fired with test cartridge and it fired and formed all staples as desinged. Staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the device was used during a gastric bypass. It was reported after firing the tx60b the surgeon informed rep that the staple line was bleeding. He sutured the staple line to stop the bleeding and completed the case without further incident. The patient was diabetic. There is a full going on at the hospital and surgeon is interested in follow up of this event. There was no consequence to the patient.